Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they wanted a rep to at an upcoming appointment on (B)(6). The programmer was replaced an patient is still having issues. Reviewed hcp's office should call in to page a rep and sent email to rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient states their patient programmer hasn't been working right for the past 3-4 months. The patient states they've tried changing the batteries 3-4 times but they continue to see poor communication. Patient states the doctor did not check the status of the device at that time. The patient mentioned they are going on a trip and are needing a working programmer. Patient confirmed seeing poor communication with and without the antenna attached. Patient reported problem with activating programmer, said that the navigator button doesn't respond and has changed the battery 3 times. The issue was not resolved through troubleshooting. The patient was sent a new patient programmer on (B)(6) 2021. The patient called back on (B)(6) 2021 and stated that the replacement programmer that wasn't powering on. Reviewed taking the batteries out and putting them back in. Patient tried to sync with the ins and saw the sync screen. Patient replaced the batteries then tried to sync again. Asked patient if they were seeing a screen with a question mark and the patient said they didn't have their magnifying glass so weren't sure if it was a question mark.